Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten buttons dome switches. No button error alarm noted during testing. The device had cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported a button error alarm. The blood glucose reading was 204 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.